Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the down arrow button on the insulin pump does not respond properly. It was stated that the night before, that had to press the button 50 times to get a response while priming. No significant events leading to the keypad issue. Blood glucose value was 250 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no down arrow button response due to an unlocked keypad connector. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.